Event description:
It was reported that during a clinic visit, the physician suspected fracture due to this right ventricular (rv) lead exhibiting noise. The physician called technical services (ts) and requested review of the implantable cardioverter defibrillator (ICD) stored data. Upon review, the presenting electrogram (egm) showed that the rv lead exhibited loss of capture (loc), high out of range shock and pacing impedances and there were stored episodes of inappropriate therapy. Further review of the episodes showed that the rv lead noise was oversensed and led to five bursts of anti-tachycardia pacing (atp) and two shocks to be delivered inappropriately. Ts discussed reprogramming options with the physician. Subsequent additional information reported that the physician performed a revision procedure. The rv lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.